Event description:
End user reports redness and itching under mass from 5 to 7 o'clock position on peristomal skin. No reports that the skin is not broken.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated he uses cortisone cream, eakin seal and allkare adhesive remover. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. Reported to the FDA on november 11, 2013. The actual date of event is unknown, so the date used was the date convatec became aware.